Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On the same day, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient was self-treating a cgm reading of 2.1 mmol/l, and experienced loss of consciousness. It was unknown by whom, but an ambulance was called and when the paramedics took a fingerstick the blood glucose reading was 21.0 mmol/l. At the hospital patient was diagnosed with blood infection/sepsis. No specific treatment for the hyperglycemia was reported, but the infection was treated with intravenous antibiotics. The patient was in ICU for 3 days and spent a total of 8 days at the hospital. At the time of the report the patient was stable. It was confirmed that the patient alleged to have lost consciousness due to the hyperglycemia and not due to the sepsis. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient was self-treating a cgm reading of 2.1 mmol/l, and experienced loss of consciousness. It was unknown by whom, but an ambulance was called and when the paramedics took a fingerstick the blood glucose reading was 21.0 mmol/l. At the hospital patient was diagnosed with blood infection/sepsis. No specific treatment for the hyperglycemia was reported, but the infection was treated with intravenous antibiotics. The patient was in ICU for 3 days and spent a total of 8 days at the hospital. At the time of the report the patient was stable. It was confirmed that the patient alleged to have lost consciousness due to the hyperglycemia and not due to the sepsis. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.